Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information that an occlusion alarm occurred. Reportedly, after receiving the alarm, customer initiated the remainder of the bolus. Customer's blood glucose level was not impacted.